Event description:
Burns [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. The pharmacist reported same events for five patients. This is second of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number: aa2381, expiration date: 31dec2021, via an unspecified route of administration from an unspecified date at unknown dosage for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period on (B)(6). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group, site sample status was not received. Lot: aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 2nd complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigation did not confirm to have a manufacturing root cause related to the subclass. Per (B)(4) compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of 8 was below the upper control limit (ucl) of 33.9. No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Additional investigational results from the product quality complaint includes: severity of harm was s3. Follow-up (26aug2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (08oct2020): new information received from the product quality complaint group includes updated trend information. Follow-up attempts are completed. No further information is expected. Follow-up (25oct2020): new information received from the product quality complaint group includes severity rating. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Lot: aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 2nd complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigation did not confirm to have a manufacturing root cause related to the subclass. Per (B)(4) compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of 8 was below the upper control limit (ucl) of 33.9. No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4).

Manufacturer narrative:
Site sample status was not received. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 2nd complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigation did not confirm to have a manufacturing root cause related to the subclass. Per sop-105746 compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of (B)(4) was below the upper control limit (ucl) of (B)(4). No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see attached trending graph flexible use xl adverse event safety investigation 07-10-2017 to 07-10-2020. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4).

Event description:
Event verbatim [preferred term] burns [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. The pharmacist reported same events for five patients. This is second of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number aa2381, expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dosage for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group, site sample status was not received. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 2nd complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. The previous investigation did not confirm to have a manufacturing root cause related to the subclass. Per (B)(4) compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of (B)(4) was below the upper control limit (ucl) of (B)(4). No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see attached trending graph flexible use xl adverse event safety investigation 07-10-2017 to 07-10-2020. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Follow-up (26aug2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (08oct2020): new information received from the product quality complaint group includes updated trend information. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burns [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. The pharmacist reported same events for five patients. This is second of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number aa2381, expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dosage for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group, site sample status was not received. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 2nd complaint about the subclass adverse event safety request. On the basis of this evaluation, a trend does not exist for this lot. Follow-up (26aug2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the 2nd complaint about the subclass adverse event safety request. On the basis of this evaluation, a trend does not exist for this lot.

Event description:
Burns [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. The pharmacist reported same events for five patients. This is second of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number aa2381, expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dosage for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.